Manufacturer narrative:
G4 - PMA/510(k) #: corrected. D3 - postal code: updated. The suspect product was returned for evaluation. Visual inspection was performed and was found that there was a bent cannula with both adhesive pads present. The lot history review was performed, and it was confirmed that there were no previous conformities noted. The allegation made by the complainant was confirmed. However, the probable root cause of the event was unable to be determined. It is not anticipated that the reported malfunction would result in interruption of therapy or serious injury.

Event description:
It was reported that the infusion site detached from the skin within approximately one hour of placement. The infusion set was loose and leaking; however, there were no reported differences with the cannula and no visible kinks, twists, or damage to the tubing. The adhesive was secure without peeling at the infusion set. There was patient involvement, no injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.